Manufacturer narrative:
The ipg passed visual, electrical, photographic imaging and performance tests performed. The complaint of difficulty charging was not confirmed. Battery profile revealed a maximum depletion rate per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that a patient was not able to charge his ipg. After unsuccessful attempts at troubleshooting were performed, the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was not able to charge his ipg. After unsuccessful attempts at troubleshooting were performed, the physician chose to replace the ipg. The patient is reportedly doing well following the procedure.